Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that vessel dissection occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the mildly calcified and mildly tortuous mid left circumflex artery. Pre-dilation was performed with a semi compliant balloon catheter. A 28x3.50 mm promus premier¿ drug-eluting stent was then deployed. Following stent deployment, under fluoroscopy, a non-flow blood limiting edge dissection was noted at the distal portion of the stent. To cover the dissection, a 2.25x28 mm promus premier stent was then deployed overlapping the first stent. The procedure was then completed. No further patient complications were reported and the patient's status was stable.